Manufacturer narrative:
Customer will be contacted.

Event description:
As per complaint (B)(4) during a clinical procedure a dental implant fractured and the implant was removed. This event involved 1 patient.

Manufacturer narrative:
This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).